Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. You should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. When you perform a control solution test, if the reading is within the control solution acceptable range, the built-in bg meter is working properly. With the built-in bg meter, checking your blood glucose requires a very small sample size, 0.3 microliters of blood. Checking your blood glucose, chapter 4 / page 43. Warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes, chapter 11 / page 116. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all time. The kit should include: several new, sealed pods; extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries); a vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system); syringes or pens for injecting insulin; blood glucose test strips; additional blood glucose meter; ketone test strips; lancing device and lancets; glucose tablets or another fast-acting source of carbohydrate; alcohol prep swabs; instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted; a signed letter from your healthcare provider explaining you need to carry insulin; supplies and omnipod® system equipment; phone numbers for your healthcare provider and/or physician in case of an emergency; glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 119). Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported that the patient's bg (blood glucose) values reached 30 mg/dl. Before daughter came to the patient's room, patient ate and gave herself a bolus and then went to sleep. The daughter came to the room and found the patient unresponsive and eyes rolled back in her head. The daughter called the ambulance and the emts (emergency medical technicians) treated her by giving her glucagon and starting an IV. The emt also checked her bg levels and they were at 30 mg/dl. The ambulance transported her to the hospital where she was diagnosed with hypoglycemia. The hospital kept her on the IV. They also gave her food and they let her go after 2.5 hours of being in the hospital. The patient stated all the treatment that was provided was in the ambulance there were no changes made to her pdm (personal diabetes manager) or insulin in the hospital. They did not prescribe any medications to take home, but the monday after the hospital visit she called her diabetic educator and they adjusted her setting. She has been back to the doctor every week for adjustments to her pdm since the hospital visit. The patient reported that her pdm was missing data. At her last doctor visit, the meter was also off by 100-150 points. When she checked with her dexcom, her bg levels were at 120 mg/dl and when she checked with the pdm it was over 200 mg/dl. The patient bought a new meter and the readings were closer with the dexcom than the pdm. The patient thinks due to the pdm readings, that is why she had hypoglycemia.